Event description:
It was reported that during a lap cholecystectomy procedure, the clips were malformed. Another device was used to complete the procedure. There was no adverse consequence to the pt. One device will be returned.

Manufacturer narrative:
Date sent: 12/10/2008. Info anticipated, but unavailable at this time.